Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event was due to user handling of the laser devices. However, a relationship between the event and the subject device could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual: chapter 4 operation laser cauterization: ¿ do not perform laser cauterization while supplying oxygen. This may result in combustion during cauterization. ¿ to avoid patient injury and/or damage to the endoscope, do not start laser radiation before confirming that the tip of the laser probe appears in the proper position in the endoscopic image. Keep an appropriate distance between the target and the endoscope¿s distal end and always use the lowest power output possible.¿ ¿operation manual: chapter 5 troubleshooting (5.1)¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that a surgery was scheduled for a therapeutic tracheal granuloma excision using a non-olympus laser. A bronchoscopy using a bronchovideoscope was first performed before using the non-olympus laser to access where the lesion was. The anesthetist suspended the mechanical ventilation and removed the oxygen source intermittently, keeping and removing the cannula as needed for moments of apnea and cessation of the oxygen source during laser. However, when cauterizing the lesion with the laser, a burning odor came out which was determined to be a normal odor by the representative. The procedure was continued and again the representative stated the odor was within normal limits, despite a second questioning by the team. Then, combustion began in the tracheostomy tube, with a visible flame and the device was quickly removed. A tracheostomy tube (tot) was passed through the tracheostoma and the patient was returned to mechanical ventilation after controlling the combustion. Exhaustive lavage of supraglottic and infraglottic airways was performed, and local inflammatory reaction was observed. Therefore, ceftriaxone 2g + hydrocortisone 500mg was administered. Burns of the lower airways, the edges of the tracheostoma, and a small second-degree burn in the antho-superior thoracic region d were observed. This one was caused by the tip of the laser/bronchoscope when it was removed from the patient. Subsequently, damage/burn was observed on the table where it was supported. There was no hypoxemia or hemodynamic instability during the incident. The dressing was performed with sunflower oil by the team, a new tracheostomy cannula was placed and the patient was sent to the intensive care unit (ICU), where they remained hemodynamically stable, being turned off of intermittent mandatory ventilation (imv) the same afternoon, remaining comfortable on room air, tracheostomized, conscious, oriented, and contacting family members. As a result of the issue, the level of care provided to the patient was increased and prolonged hospitalization time was needed which included three days in the ICU and another four days in the ward before the patient was discharged.

Manufacturer narrative:
The device is not being returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.